Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements on the right ventricular channel and noise on the right atrial channel. Further review of the device was discussed. This device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Amendment: information from the field indicated that there was no malfunction from this device. Both noise and impedance issues were attributed to their respective leads which are non-boston scientific leads. Additionally, it was clarified that this device was explanted due to normal battery depletion. As such there is no evidence of a product malfunction, this is not a reportable event. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements on the right ventricular channel and noise on the right atrial channel. Further review of the device was discussed. This device was explanted and replaced. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.